Manufacturer narrative:
The investigation confirmed that results from a single patient sample were miss-associated with the incorrect patient sample due to a manual programming error by the operator. The assignable cause of this event was determined to be user error as the customer placed the sample tube in the incorrect position in the vitros sample tray. The vitros 5600 integrated system was operating as programmed; no malfunction occurred. The assignable cause of the event was user error.

Event description:
The customer reported that patient results from one single patient sample had been miss-associated with the incorrect patient sample when using the vitros 5600 integrated system. Miss-associated patient results may lead to inappropriate physician action. The miss-associated results were reported from the laboratory, however, a corrected report was issued and there was no report of patient harm as a result of this event. (B)(4)